Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 500cc mentor smooth round high profile saline breast prostheses, suffered left breast capsular contracture (baker grade unknown), characterized as hard as a rock, painful and higher. As a result, the patient underwent implant removal on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 22, 2021, mentor became aware that it was erroneously indicated in the initial report sent on november 4, 2021, that the capsular contracture's baker grade was unknown. However, the baker grade was a iii. Manufacturer¿s reference number: (B)(4). B5. Event description: capsular contracture (baker grade iii).